Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm), recently added to the ilet system, experienced prolonged signal loss and became unpaired from the ilet despite app restart and mode toggling, consistent with intermittent communication failure associated with the antenna/electrical component of the cgm interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user or third parties. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.